Manufacturer narrative:
(B)(4)

Event description:
It was reported that automatic mode switching was observed on the device due to far r oversensing. Programming changes were recommended. Patient was stable before, during and after the event.